Event description:
It was reported that during laparoscopic sleeve gastrectomy, that on the third firing using a gold cartridge the surgeon closed the stapler and the stapler did not work. The gastric walls were gripped between the stapler's blades without stapling or cutting. The handle of the stapler was locked. The surgeon tried to open the stapler for its removal but failed despite many attempts. A new stapler was placed next to the locked stapler and the stomach was divided; leaving the locked stapler on the part of the stomach that was removed. A methylene blue test and an air leak test were performed. There was good hemostasis and a drain was placed in the subhepatic space. On postoperative day one, no evidence of leak or stenosis was seen on an oral gastrograffin swallow test. The patient was started on an oral diet and discharged home on postoperative day three. The patient had no complications after the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? If echelon, during which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.